Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.0/1.0/180 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a same length/model lens but implanted horizontally; it was noted" the crystal changes from vertical to horizonal". This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).